Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department with complaints of "not feeling like self." A device check was performed and noted that the right atrial (ra) lead experienced suspected intermittent far field r-wave (ffrw) oversensing. Follow up revealed no intervention was taken. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.